Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was admitted with the following pre-operative diagnoses: lumbar degenerative disk disease; right l5, s1 disk herniation. The patient underwent: bilateral l5, s1 laminectomy; right l5, s1 diskectomy; posterolateral fusion with non segmental instrumentation spanning l5-s1, with l5-s1 tangent inter-body graft placed a trans-foraminal lumbar inter-body fusion approach, supplemented by vertebral autograft and bone morphogenic protein, all with intra-operative somatosensory evoked potentials, emgs, cranial tongs, loupe magnification. As per-op notes, ¿...a midline incision was made between l4 and s1. Bilateral laminectomy was performed at l5 and s1, more on the right than on the left. A portion of the right l5, s1 facet joint was resected to expose the right l5, s1 disk. Bilateral pedicle screws were placed at l5, s1. Diskectomy was done on the tight at l5-s1. A spinal system was used and disk space was distracted and the endplates were curetted, additional disk material was removed and a half sponge of bone morphogenic protein was placed at the front of the disk space, supplemented by vertebral autograft and then an allograft was placed, measuring 8 x 26 ml after chiseling. A 4 cm rod was placed over the screws to tighten¿¿ no intra-operative complications were reported. However, during the post-operative course, the patient had significant pain. On (B)(6) 2010: the patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.